Manufacturer narrative:
(B)(6). Additional information was received that the motorbike event has been confirmed by the physician to be unrelated to the device and procedure.

Event description:
A report was received that the patient, who is enrolled in the vercise dbs registry clinical study, suffered a motorbike accident. No action was taken and the event was resolved. The event was assessed as possibly related to device stimulation, but not related to procedure and hardware. No further information can be obtained, as it was not provided by the facility.

Event description:
A report was received that the patient, who is enrolled in the vercise dbs registry clinical study, suffered a motorbike accident. No action was taken and the event was resolved. The event was assessed as possibly related to device stimulation, but not related to procedure and hardware. No further information can be obtained, as it was not provided by the facility.